Event description:
It was reported that, "pt was in the shower and reached up with his arm and as he did he felt a crushing sensation and basically he has had pain and inability to use elbow since. The pin locking mechanism came out and humeral and ulna component dislocated from each other."

Manufacturer narrative:
Additional info has been requested and if available it will be submitted in the supplemental report.